Event description:
It was reported that pump had malfunction alarm with malfunction code 9. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. Customer did not require assistance from a third party. Technical support assisted with pump reset, after which malfunction did not recur; customer was advised to continue using pump and to call back if problem returned and acknowledged these instructions.